Event description:
Needle got stuck in tissue(med device complication) case description: this spontaneous case received from a pharmacist concerns a female (age unk) using novofine 6mm needles due to insulin-dependent type I diabetes mellitus. On an unk date in 2005 a novofine needle broke off and got stuck in the pt's tissue and emergency surgery was performed to removed the needle. The pt recovered from event (date unk). Analysis reply: product novofine g31, lot no. 03m02v, product: novofine g31, lot no. 00m25c. Batch history from final qc-release examined. No abnomalities relating to the observed problem were found. Visual examinations performed. Needles tested for resistance. During testing it has not been possible to detect any irregularities on the sealed and nothing abnormal was found with the sealed and unused needles.

Event description:
This spontaneous case rec'd from pharmacist concerns a female pt (age unknown), using novofine 6mm needles due to diabetes mellitus (type and duration unknown). On an unknown date a novofine needle broke off and got stuck in pt's tissue and that emergency surgery was performed to remove the needle. The outcome of the event is not reported.